Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition and the screen was scratched. Review of the event history log showed the pump displayed an occurrence of error code 1660. Functional testing involved powering up the pump and showed that the device alarmed error code 1660. The investigation determined that an issue with the circuit board was the cause of the reported issue. The circuit board was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump displayed error code 1660 and had a constant alarm during testing. No adverse effects were reported.